Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken device was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat a target lesion mid right coronary artery, the physician advanced a non-abbott dilatation catheter to the site. The dilatation catheter balloon was inflated using an indeflator and the balloon ruptured at less than 10 atmospheres. Physician feels that there was an issue with the indeflator gauge and the gauge was showing a lower pressure than actual. A second non-abbott inflation device was then used with a second dilatation catheter without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.